Manufacturer narrative:
The reported event could be confirmed during the investigation. A post-operative x-ray image was received. It could be confirmed that the set screw has loosened and migrated form its original position. The most probable root cause to the incident is user related: most probably the set screw was not sufficiently tightened until it was in the lag screw groove. Another explanation could be that the set screw was untightened by more than the advised 1/4 of a turn after having been fully tightened. Therefore, hcp most likely failed to follow the steps described in the operative technique when inserting the set screw. As a reminder, the operative technique clearly states that: turn the set screw driver clockwise. You may notice resistance during insertion due to the self-retaining feature of the set screw thread. Keep turning until you feel contact in one of the grooves of the lag screw. To verify the correct position of the set screw, try to turn the lag screw driver. It is not possible to turn the lag screw driver if the set screw is engaged with the lag screw groove. After tightening the set screw, unscrew the set screw by no more than a quarter (1/4) of a turn, until a small amount of rotation can be felt at the lag screwdriver. This ensures controlled subsidence of the proximal fragment while still preventing medial migration of the lag screw. Warning: do not unscrew the set screw more than ¼ of a turn. Insufficient contact between lag screw and set screw could lead to loss of fixation and post-operative complications". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the set screw came loose from the gamma 4 nail. The doctor doesn't know when it came loose."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the set screw came loose from the gamma 4 nail. The doctor doesn't know when it came loose."